Manufacturer narrative:
(B)(4). The vyaire field service representative (fsr) went onsite to evaluate the ventilator. The fsr was able to replicate the reported problem. The fsr performed new blender calibration, performed uvt and performance verification. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was getting a "ck o2 cal" alert and the unit was failing the fio2 percentage. The customer advised there was no patient involvement associated with this event.